Event description:
Since the revision surgery, the patient has pain in the back of his right knee. The knee is swollen and also making noise. The patient describes the noise as; when he extends his leg he can tap on his knee cap and it makes a loud noise. The other noise is when he is standing and he puts his toe on the floor behind him and lifts his leg behind him, there is a loud clunk. He also described a crackling noise. The patient now wears a brace and walks with a cane.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right triathlon - get around knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.